Manufacturer narrative:
Qn# (B)(4). The customer provided three photos for investigation. Visual examination of the photos revealed the compression cap was cracked. The customer also returned one connector assembly and a compression cap for investigation. Visual inspection of the compression cap confirmed there was a crack present in the molding seam. A device history record review was performed with no relevant findings. The IFU provided with this kit states the following: "do not use if package has been previously opened or damaged." "Green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation." "Ensure that compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation. Remove catheter clamp." The complaint of a damaged compression cap was confirmed by a complaint investigation of the returned sample. The cap had a crack along its molding seam. The cap is a purchased component indicating the probable cause is supplier related. A non-conformance was created to address the issue with this device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: during the second session, micro-bubbles were formed in the arterial branch during syringe aspiration, and a leak of nacl was detected at the crimping ring. Upon analysis, the crimp ring was found to be cracked. The distal tip of the catheter (hub) was therefore replaced with a hub replacement kit. It was reported the catheter had been placed on (B)(6) 2021. There was no harm or injury to the patient.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: during the second session, micro-bubbles were formed in the arterial branch during syringe aspiration, and a leak of nacl was detected at the crimping ring. Upon analysis, the crimp ring was found to be cracked. The distal tip of the catheter (hub) was therefore replaced with a hub replacement kit. It was reported the catheter had been placed on (B)(6) 2021. There was no harm or injury to the patient.